Event description:
It was reported that during the implant procedure, inserting leads into the atrial and ventricular ports of the pulse generator was difficult. Eventually, the leads were inserted and the pulse generator was implanted successfully. No adverse events occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.